Manufacturer narrative:
A patient had fallen and their scs ipg was no longer working after was reported to abbott. It was determined the lead was fractured. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that experiencing ineffective therapy from fractured leads. Surgical intervention took place where the leads were explanted and replaced. Therapy was restored post procedure.